Event description:
Number of pts: 2 (also see report (B)(4)). At the conclusion of a tympanoplasty, desquamation of superficial layers of skin on the posterior surface of the pinna were observed. A similar reaction had been noted on the pt undergoing a tympanoplasty immediately prior to this pt. After it was determined that the pt had not been prepped with the same povidine-iodine preparation, it was determined that the same operative microscope had been used by the surgeon. This was the surgeon's first day using this microscope. This was used at a focal length of 300 mm and a light setting of 6. Time from incision to closure was approx 1 hr.

Manufacturer narrative:
A leica rep measured the light and temperature of the system at (B)(6). Both the lights and temperature were found to perform at normal levels. The leica rep performed multiple training sessions to explain the light intensity to surgeons and operating room staff. A warning label on high intensity and short working distances was made for the instrument and has been affixed to the system. Eval at the time, that is, the device met its specifications when tested by the rep, and, therefore, did not malfunction. The add'l action of enhanced training and labeling have addressed the incident w/o reoccurrence at this hospital.